Event description:
This rv lead dislodged. Tachycardia detection was disabled and a lead revision has been scheduled for (B)(6) 2011. No additional information is available. Should additional information become available, this event will be updated.